Manufacturer narrative:
Additional information added to b5 and e1.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition. Although the device was in electrocautery mode, technical services (ts) suspected the device oversensed noisy signals from the plasma blade which caused the pacing inhibition. It was noted that this patient was not pacemaker dependent, and there was no asystole. Ts discussed the ICD's detection circuit. Additional information was requested from the field. This ICD was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. Additional information was received from the field. The pacing inhibition was observed during the ICD generator change. It was confirmed the ICD oversensed noisy signals from the plasma blade which caused the pacing inhibition. The patient was pacemaker dependent. The physician used short bursts of cautery to avoid long pauses and asystole. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition. Although the device was in electrocautery mode, technical services (ts) suspected the device oversensed noisy signals from the plasma blade which caused the pacing inhibition. It was noted that this patient was not pacemaker dependent, and there was no asystole. Ts discussed the ICD's detection circuit. Additional information was requested from the field. This ICD was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. Additional information was received from the field. The pacing inhibition was observed during the ICD generator change. It was confirmed the ICD oversensed noisy signals from the plasma blade which caused the pacing inhibition. The patient was pacemaker dependent. The physician used short bursts of cautery to avoid long pauses and asystole. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition. Although the device was in electrocautery mode, technical services (ts) suspected the device oversensed noisy signals from the plasma blade which caused the pacing inhibition. It was noted that this patient was not pacemaker dependent, and there was no asystole. Ts discussed the ICD's detection circuit. Additional information was requested from the field. This ICD was explanted and replaced due to normal battery depletion. No adverse patient effects were reported.